Event description:
It was reported the physician implanted a gore helex septal occluder to close a patent foramen ovale (B)(6) 2010. On (B)(6) 2015, the device was explanted due to a residual shunt with clinical sequela. The defect was closed surgically and the patient was doing well following the procedure. The implanting physician reported the patient had thrombotic thrombocytopenia purpura after surgery, for which the patient is receiving plasmopheresis treatment.

Manufacturer narrative:
The device is unavailable and therefore an engineering evaluation cannot be performed. A lot number was not provided and therefore a review of the manufacturing records cannot be performed.